Event description:
It was reported that the dependent patient's lead was fractured due to a suspected clavicular crush. The lead also exhibited high impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2017. The patient's condition during the procedure was stable with no complications.